Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that post-sensed t-wave oversensing due to a small r-wave was observed on the device. Abbott technical support was contacted and no intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.